Event description:
It was reported the patient experienced ineffective stimulation. As a result, the patient underwent surgical intervention wherein the lead was repositioned for better coverage. Effective therapy was restored post operatively.